Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the responses to clinical requests were not provided, therefore, s+n has not received the adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported event could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a thr, a revision surgery was performed in two stages, the first stage on (B)(6) 2021 and the second stage on (B)(6) 2021. In the second stage revision surgery, nine (9) devices were explanted, a ref xlpe all ply cup 36 52, a cocr 12/14 fem head 36mm +8, a cpcs pri std offset 12/14 xsm, a acc std 125mm 5 cbl troch grip, a accord 2.0mm cocr cable, and four (4) acc 2.0mm cocr cables w/clamp. The reason to perform the revision surgery and the patient current health status is unknown.